Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator stops were adjusted and the orbital lock was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's collimator needed calibrating and the orbital lock was very tight after a case. No patient injury was reported.